Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the reported issue was not confirmed. Should additional relevant information become available, a supplemental rep ort will be submitted.

Event description:
It was reported, the gastrovideoscope image was on and off. The issue occurred during preparation for use, prior to an echography operation. The same device was used to complete the operation and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is considered that the phenomenon may be caused by corrosion of the e/l connector and probe section due to water leakage but the cause of the occurrence could not be confirmed. Olympus will continue to monitor field performance for this device.